Event description:
Unomedical reference number (B)(4). Event occurred in brazil, it was reported that, the patient experienced an insulin pump alarmed with an obstruction in administration. The infusion set was changed multiple times, but the alarms continued. This resulted in the patient being hospitalized and receiving medical attention to stabilize blood glucose (bg) levels. However, troubleshooting confirmed that insulin exits from tubing. The patient's bg value when admitted to the hospital was over 400mg/dl. The patient visited the emergency room for treatment. The event began on 16-may-2024, and the patient was hospitalized at 2am on (B)(6) 2024 no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.